Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging maintenance was required on a garbin evo linde. The device was not reported to be in use on a patient at the time of the occurrence. The garbin evo linde was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the blower, machine flow sensor and one in-line filter prox. Additionally, due to preventive maintenance, the muffler assembly, particulate filter, air inlet foam filter and maintenance label need to be replaced, unrelated to the reportable malfunction. The evaluation of the device is still in process. If any additional information is received, a follow-up report will be filed. New information: the contaminated parts were replaced, and the device passed all testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. Box h coding was updated.

Event description:
The manufacturer received information alleging maintenance was required on a garbin evo linde. The device was not reported to be in use on a patient at the time of the occurrence. The garbin evo linde was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the blower, machine flow sensor and one in-line filter prox. Additionally, due to preventive maintenance, the muffler assembly, particulate filter, air inlet foam filter and maintenance label need to be replaced, unrelated to the reportable malfunction. The evaluation of the device is still in process. If any additional information is received, a follow-up report will be filed.